Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced 4 infusions set fell off event on (B)(6) 2024. Customer replaced infusion set and resumed insulin deliveries successfully. No further information available.

Manufacturer narrative:
Initial and final MDR (B)(4) - device 1 of 4.